Manufacturer narrative:
Functional evaluation of the returned implant holder with two different sample implants was able to securely locate implant onto the holder without issue. After functional evaluation, the instrument appears to be capable of performing its intended function.

Event description:
It was reported that during surgery for implant of artificial cervical disc at c4-5, the implant holder disengaged from the implant as the surgeon was tapping in place. The surgeon then removed the implant and was able to re-attach the implant securely. The implant was inserted with no further complications. There were no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis of the returned device is pending.